Manufacturer narrative:
The reported shocking sensation experienced by the patient was not confirmed. The ipg was returned with minor dings on the can consistent with explant damage. It successfully bonded with a lab cp. The universal engineering programmer (uep) inductive tool showed the device was in the therapy application state and functional. When attached to a 1k ohm load block, programmed and monitored with an oscilloscope, it did not display any anomalous outputs when stimulation was on as well as off. The device was tested to manufacturing specifications using the ate and passed all tests. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. The returned ipg functioned as intended. The root cause of the issue could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing overstimulation that radiated from their ipg site to across their buttock when therapy was on. An impedance check revealed no anomalies. In turn, the patient underwent surgical intervention. During the procedure, the physician explanted and replaced the patient's ipg. The physician also implanted the replacement ipg in a new location. Surgical intervention addressed the patient's issue.